Event description:
It was reported that during a thyroid procedure the ¿relax pressure on blade¿ alert screen displayed by generator. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2022. Batch # w7006u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the fcs509cn device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. However, the blade was not cracked. The device was connected to a test handpiece and tested on a gen11. During analyzed, it was determined that the device was connected to more than one generator. Adaptive tissue technology devices are supplied sterile, single patient use instruments. Using the device on more than one generator is potentially associated with device re-use. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to inspect the internal components and no anomalies were noted. Possible causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the blade and tissue pad. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot w7006u, and no non-conformances were identified.